Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely tcomponent fai;ure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno vidoescope was returned to the service center with a report of a cord dent 30 inches from the handle. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a loose light guide prong was found. There was no patient involvement.